Event description:
It was reported that the insulin pump has cracks near the battery compartment and near the reservoir window and the battery tube treads are broken. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
Insulin pump received with broken battery tube threads, cracked case at display window corners and reservoir tube lip. Device had minor scratches on lcd window and corroded battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.